Event description:
During use of an empira nc 3.5/10 balloon it was reported that the balloon ruptured and during removal he was unable to take back the ruptured balloon through the guiding catheter (guide catheter medtronic 7f ebu 3.5). The patient was sent for CABG. The patient is a (B)(6) male. The procedure was a percutaneous coronary angioplasty with stenting. The products were properly inspected and prepped. One drug eluting (3×28 promus element) stent was placed in the left anterior descending (lad) proximal svg graft. The lesion was wired with a floppy wire and pre-dilated with a semi compliant balloon and stented. After stenting, post dilation with the empira nc balloon was performed. There was no difficulty advancing the balloon through the sheath. The balloon catheter did not kink or bend during advancement. There was no excessive force used to cross the stented lesion with the balloon. During post dilatation, the balloon ruptured at 16 atmospheres during its second inflation. The balloon was inflated for 30 seconds. An encore inflation device was used to inflate the balloon. Telebrix inflation medium was used with a contrast to saline ratio of 1:4. When the physician tried getting the balloon back, the shaft broke and part of the balloon was inside the stented segment. The physician tried with a snare to get the balloon part back but was not successful. An angiogram showed no flow and the patient has been taken for emergency surgery. After surgery the patient is doing fine. Also during the procedure an empira 10 x 3.00 balloon was opened but not used as the physician was unable to remove the sleeve of the balloon as it was very tight.